Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. The insulin pump was received with broken reservoir tube lip, scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. Customer states happen last week, notice there was a ring on tubing, realize it was the top of reservoir had crack, the pump is cracked. Customer¿s current blood glucose 160 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.